Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Reportedly the customer was discharged with no reported permanent damage. Details and nature of event were not provided. Reportedly the pump battery was depleting quickly. Multiple follow up attempts were made to gather more information; however, the customer did not respond to follow up attempts.